Event description:
It was reported that leakage from catheter was discovered at the end of treatment. Catheter had been in place since july. During flushing, the nurse discovered blood and water leaking from insertion site. PICC line was removed from patient, a 4cm hole was discovered over insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.